Event description:
The customer received a blood glucose reading of 202mg/dl on the contour. Afterwards, she vomited and passed out. She felt her symptoms were indicative of hypoglycemia, so immediately ate a piece of candy and then felt better. The customer was advised to return the test strips for investigation. New meter and strips were sent to her.